Manufacturer narrative:
Investigation into this event found that the vitros anti-hbc reagent and vitros 3600 immunodiagnostic system were operating as intended. The investigation determined that the false negative anti-hbc patient result was due to user error. The operator did not follow the protocol for testing of diluted samples as listed within the instructions for use for vitros immunodiagnostic products anti-hbc reagent. The customer obtained the correct positive anti-hbc patient result when the IFU was followed. No malfunction of the instrument or reagent occurred. The root cause of the false negative result was user error.

Event description:
The customer observed a single false negative vitros anti-hbc patient result tested on a vitros 3600 immunodiagnostic system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false negative result was not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Event description:
(B)(4).